Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# n155850, implanted: (B)(6) 2009, product type: accessory. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID 8596, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: accessory. Product ID 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving clonidine (2600 mcg/ml at 1178.66 mcg/day), bupivacaine (24 mg/ml at 10.88 mg/day), and dilaudid (3 mg/ml at 1.36 mg/day) via an implantable pump. The indication for use was non-malignant pain, failed back surgery syndrome, and lumbar radiculopathy. On (B)(6) 2015 it was reported that the pump was replaced and it was thought that the patient was going thru withdrawal. During the replacement procedure they couldn't aspirate enough to clear the catheter but they did a back table prime and potentially only a partial aspiration of the catheter. It was unknown at the time of the report exactly how far along the drug was in the catheter or if it had reached the tip. The decision was made to prime the catheter and bolus enough for 6 hours of medication or one fourth of the patient's daily dose. The patient was going to be kept overnight for observation. Additional information was received from a healthcare professional via a company representative on 08/18/2015 and it was reported that on (B)(6) 2015 the patient was doing well. Additional information was received from a healthcare professional on 08/19/2015 and it was reported that this reporter was not directly involved in the event on (B)(6) 2015. The patient had her pump electively replaced on that date and medication from the old pump was transferred to the new one. This reporter was told by the surgeon and company representative that a priming bolus for the catheter portion of the dead space was not given. The surgeon told this reporter that he had cleared the existing catheter of medication to check patency prior to attaching the new pump. The patient experienced severe withdrawal symptoms in the recovery room and had to be reprogrammed to get the priming dose plus a bolus to "catch up". She was hospitalized overnight as a result.